Manufacturer narrative:
No evaluation possible as the device was not returned. We suspect that the cause for the skin damage was due to improper positioning of the patients head.

Event description:
Customer service was contacted on (B)(6) 2017 by distributor. Distributor stated that after using mp skull clamp on a pediatric patient, the patient showed skin damage on the forehead.